Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission was sent and was reviewed. The device was noted to have detected ventricular fibrillation; however, the review noted that there was possible atrial fibrillation (af) with rapid ventricular response so the shocks were thought to have been inappropriate. The right ventricular (rv) lead was noted to have had diminished sensing. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.